Event description:
A malfunction alarm was reported with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer, residing outside of canada, decided to use a backup insulin pump while waiting for the replacement. Technical support arranged for a new pump to be shipped, provided instructions for returning the faulty pump, and confirmed the shipping details with the customer.